Manufacturer narrative:
Outcomes to adverse event: other: bleeding. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion due to spondylolisthesis. Intra-operatively, after preparing the instruments for the operation was finished, intervertebral curettage was performed. And when the trial was placed, bleeding occurred from the right common iliac vein. Hemostasis was performed with the floseal and the tachosil immediately and it did not become a big problem. There was no malfunction with the product. There was delay of less than 60 min in overall procedure no other health damage in the patient was reported.